Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after having transmitted device data via (B)(4) with a non-sustained lead noise alert for post-sensed t-wave oversensing. Programming changes were made, physician will continue to monitor patient. It was later reported that the rv lead was explanted and the device remains implanted.